Manufacturer narrative:
Patient weight was not provided. (B)(4). Approximate age of device ¿ 45 days. The device is expected to be returned for analysis. It has not been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2016. It was reported that the patient presented with a lactate dehydrogenase level of 3000 u/l and the pump was unable to unload the left ventricle, even at a speed of 10,000 rpms. The pump power was not elevated. The patient underwent a pump exchange on (B)(6) 2016. No additional information was provided.

Manufacturer narrative:
Device evaluation: upon disassembly of the returned device, a large thrombus formation was found surrounding the outlet bearing ball and lodged between all three blades of the outlet stator. The thrombus lacked laminated layering, suggesting that it did not initially form on the outlet stator; however, its specific origin could not be conclusively determined. The areas of denaturation on the thrombus as well as the contact marks noted on the outlet portion of the rotor and the outlet bearing cup indicate that the thrombus was present while the pump was operating; however, a duration of time for which it was present in the device could not be determined. Although the evaluation could not determine a specific cause for the development of the observed thrombus formation, it was occluding the majority of the blood flow path through the outlet stator and could have contributed to the reported elevated lactate dehydrogenase level. Examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process and the pump operated as intended. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.